Manufacturer narrative:
Device received with no button response at act button due to the key was locked in the setting by the user. After unlocked the key work normal. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working and the customer pressed the act button but nothing happened, as there was no response. The customer's blood glucose level was 13.2 mmol/l at the time of the incident. The customer was having a very hard time reading the screen and were unable to read the insulin pump serial number from the backside of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.